Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead previously exhibited loss of capture and noise that was oversensed. Reprogramming was performed which resolved the issue at that time. However, the rv lead recently started exhibiting high pacing thresholds and noise again. The rv lead was surgically abandoned and replaced. The cause of the observations is unknown. No additional adverse patient effects were reported.